Manufacturer narrative:
Outcomes: other: seizures. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported she was ¿beginning treatments for seizures¿ at the time of report. It was unknown whether any troubleshooting, diagnostic testing, or actions were performed to address the issue. There were no further event details reported; no further complications were reported or anticipated. It was noted the patient¿s indications for device use were non-malignant pain and headaches.